Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, the intraocular lens (iol) haptic was stuck between the plunger and cartridge. The surgeon tried to release it with a spatula, but did not succeed. The retract button was used and during the retraction of the plunger, the haptic was cut off from the optic. The wound was enlarged and the iol was exchanged for the same model but different power. No sutures were necessary. The patient is doing well, and the postoperative refractive error is as expected. The surgeon indicated if he had been using a different handpiece and cartridge, he would have been able to implant the iol without any problems even with the following haptic positioned on the plunger during implantation.